Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic with the atrial lead exhibited noise which resulted in mode switches. The patient experienced no symptoms during noise or mode switch. No intervention had been reported.